Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 08apr2020.

Event description:
The philips service engineer (fse) identified alarm led failure during preventive maintenance. The unit was not in use during the reported issue, and there was no patient or user harm.

Manufacturer narrative:
G4: 13apr2020. B4: 29apr2020. H11: h6: patient code updated: it is unknown if there is a patient involvement or user harm reported. Numerous unsuccessful attempts were made to gather patient¿s involvement; however, no information was provided. H10: the service engineer remotely confirmed the failure. The service engineer advised the customer to replace the power switch overlay. The customer replaced this part and the issue was resolved. The unit has been returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.